Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released with hyperglycemia event is confirmed. The needle release button was in the unlock position, this state can affect the needle button to retract prematurely which then could contribute to a hyperglycemia event. The fluid path could not be tested, the device was returned with the medicinal vial emptied and the bolus mechanism locked-out. The needle mechanism was tested and passed with no issue observed.

Event description:
The patient reported that a v-go was placed on last night a 7pm. The patient stated she woke up with a fasting blood sugar of 300 when her normal fasting range is between 90-190. The patient stated the needle button was not locked down and had released prior to her pressing and sliding the needle release button.